Event description:
A customer in (B)(6) notified biom¿rieux of obtaining a potential false positive result with the product vidas¿ sars-cov-2 igm (ref 423833, batch 1008093230, expiry date 14-may-2021) with a female patient sample. The customer reported that they obtained a positive result regarding the test vidas¿ sars-cov-2 igm (result not reported). The test has been repeated with another method (not reported) and the result (not reported) was negative. The result of igg test (method not reported) was positive. Regarding the clinical context of this patient, she had been infected by sars cov 2 virus and was hospitalized. In the patient's family there have been other cases of people with covid19 and, unfortunately, two deaths. After hospitalization, the patient was then healed, resulting in negative nasal pharyngeal swabs. The serological test was performed for further confirm the negativity of the infection. The doctor confirmed that the patient does not suffer from any auto immune diseases, she was not informed of the patient clinical situation regarding infection such as ebv, cmv, (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biom¿rieux has initiated an internal investigation. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a potential false positive result with the product vidas¿ sars-cov-2 igm (ref 423833, batch 1008093230, expiry date 14-may-2021) with a female patient sample. The customer reported that they obtained a positive result regarding the test vidas¿ sars-cov-2 igm. A biom¿rieux internal investigation has been completed with the following results: the patient sample was returned by the customer and tested on vidas sars cov-2 assays using retain kits. A positive result was observed on vidas sars cov-2 igm (customer's batch 1008093230 / 210514-0) and on vidas sars-cov-2 igg (batch 1008115880 / 210528-0). The customer's results were reproduced with similar indexes. The vidas¿ sars-cov-2 igm package insert mentions that the rheumatoid factor can be a source of false positive result. The patient sample was tested on biosynex rhumalatex fumouze method which resulted in a negative interpretation meaning that no rheumatoid factor was detected. The specificity of the vidas sars cov-2 igm batch 1008093230 / 210514-0 (customer's batch) was evaluated by testing 10 samples collected prior to the pandemic. The expected results were negative and all results were negative with indexes between 0.06 and 0.26 tv. The positive cut-off value is 1.00 tv. These samples were not close to the positive cut-off. A competitor method, nova-lisa sars-cov-2 igm - novatec, was used to test the patient's sample at an external laboratory. The igm interpretation results were positive. The vidas sars cov-2 igm positive result was reproduced with the patient's sample. The sample was also positive using at an external laboratory using nova-lisa sars-cov-2 igm method. The specificity samples performed on negative samples resulted in the expected negative results. The sample was also positive when using the vidas sars cov-2 igg assay. The package insert of vidas sars cov-2 igm assay lists the following limitations of the method: "the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. " data review support that the vidas sars cov-2 igm ref. 423833 batch 1008093230 / 210514-0 is functioning as intended.